Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced cardiac arrest during an implant procedure after the burr hole cover was implanted. Resuscitation was performed successfully, the incision wound was closed and the dbs procedure was discontinued. The physician assessed that the event was likely patient-caused and not device related. There were no further reported patient complications postoperatively and the dbs implantation procedure is planned to be performed again in the future.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced cardiac arrest during an implant procedure after the burr hole cover was implanted. Resuscitation was performed successfully, the incision wound was closed and the dbs procedure was discontinued. The physician assessed that the event was likely patient-caused and not device related. There were no further reported patient complications postoperatively and the dbs implantation procedure is planned to be performed again in the future.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Block d2b: additional pro code selection that applies to the indication of this device <nhl>.